Event description:
It was reported that a malfunction alarm occurred. The customer went to the emergency room (ER) with a blood glucose (bg) of 328 mg/dl, the customer attempted to address the elevated bg with a manual dose injection, however, was treated intravenously with saline, insulin and sugar water in the ER. The customer was released from the ER on the same day, (B)(6) 2024 with no permanent damage and issue resolved. The customer reverted to an alternate method of insulin therapy.